Manufacturer narrative:
Customer's product was returned and investigated. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The reading the customer reported was found in meter memory. This is a final report.

Event description:
It was reported to the aci sales professional on (B)(4) 2010 that a male patient underwent a diagnostic heart catheterization procedure on (B)(6) 2010. Following the procedure, mynx was chosen and used for femoral arterial closure. There were no reported complications during the procedure or closure. The patient was ambulated and discharged per hospital protocol. Five days post procedure, on (B)(6) 2010, the patient phoned the physician complaining of "pain and swelling in the groin and leg." The patient was asked to return to the physician on (B)(6) 2010 where the physician readmitted the patient and put the patient on a course of benadryl and steroids given intravenously. On (B)(6) 2010, the patient remained hospitalized but a CT scan and ultrasound were negative for any arterial disturbance or hematoma. It was reported that the patient was discharged that same day ((B)(6) 2010) with no further clinical sequela.

Manufacturer narrative:
This is an initial report. The device has been requested back for investigation. A final report will be sent when the investigation is completed. It should be noted: the customer did not wash the test site prior to testing, which may lead to imprecise results.

Event description:
Customer's family member reported customer received a reading of 120 mg/dl on (B) (6) 2010, which he believed to be incorrect. It was further reported customer subsequently experienced feeling dazed, stopped talking, had difficulty walking, felt tremulous and subsequently lost consciousness. Paramedics were called and received a reading of 31 mg/dl on an unknown brand of meter and initiated an intravenous infusion of unknown type. Customer was unable to state how much time had elapsed between the two readings. Customer additionally self-treated by ingesting a "glucose pill". There was no report of death or permanent injury associated with this event.